Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on october 17, the first PICC catheter was inserted into the patient for analgesia management in a homecare setting. Later, on october 27, the patient presented to the emergency department with a two-day history of chills and fever spikes recorded at 37.8 c, 38.7 c, and 39.5 c. The patient also reported experiencing resistance to the administration of medications through the PICC catheter in recent days. On november 6, a second catheter was inserted after the patient was readmitted due to fever and diagnosed with bacteremia. However, the patient continued to experience resistance to medication administration through the device, leading to its removal and the initiation of antibiotic treatment. Finally, a third attempt was made with the placement of a new catheter. However, on november 14, this catheter was also removed due to persistent resistance to medication flow. A new device was then implanted." Associated complaints 9680794-2025-00057, 9680794-2025-00056.

Event description:
It was reported that "on october 17, the first PICC catheter was inserted into the patient for analgesia management in a homecare se tting. Later, on october 27, the patient presented to the emergency department with a two-day history of chills and fever spikes recorded at 37.8 c, 38.7 c, and 39.5 c. The patient also reported experiencing resistance to the administration of medications through the PICC catheter in recent days. On november 6, a second catheter was inserted after the patient was readmitted due to fever and diagnosed with bacteremia. However, the patient continued to experience resistance to medication administration through the device, leading to its removal and the initiation of antibiotic treatment. Finally, a third attempt was made with the placement of a new catheter. However, on november 14, this catheter was also removed due to persistent resistance to medication flow. A new device was then implanted." Associated complaints (B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Clinical and medical affairs (cma) was consulted regarding this event. Cma stated that device resistance can be due to mechanical obstruction of the device or due to anatomical placement, leading to a kink. It is also possible to observe physiological obstructions due to clot and/or fibrin. The mechanical obstructions are detected immediately, while the physiological obstructions take days or weeks to manifest. Based on the customer report, there was an initial time lapse of 10 days before resistance to medication administration was observed. The instructions for use (IFU) provided with this kit states, "clinicians must be aware of complications/undesirable side effects associated with piccs including, but not limited to: bacteremia. Contraindications: the pressure injectable PICC is contraindicated wherever there is presence of device related infections or presence of thrombosis in the intended insertion vessel or catheter pathway. Clinical assessment of the patient must be completed to ensure no contraindications exist." Without more information or the device to evaluate , the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.